Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's discharge summary was received. Per the discharge summary, the patient presented with worsening congestive heart failure. On (B)(6) 2010, the patient had a mitral valve replacement (mvr) and a tricuspid valvuloplasty as well as cox cryomaze performed. Transesophageal echocardiogram (tee) at the time of surgery revealed mild tricuspid regurgitation, ejection fraction of 50% and mild aortic insufficiency with normal ejection fraction. After the mvr and tricuspid valvuloplasty was performed, the patient's initial postoperative course was smooth and he came off of the pump quite well. The postoperative tee revealed no remarkable abnormalities. The patient initially did well in the cardiovascular intensive care unit but developed a low output with cardiogenic shock that night. The following day, he had a tee which was interpreted as having only mild aortic insufficiency and no perivalvular leak with a marked decreased in ejection fraction in the 30% range. Another tee was performed which revealed that the patient had now severe aortic insufficiency which was a new finding. Therefore, the patient underwent aortic valve replacement (avr) on (B)(6) 2010. An impella was also inserted across the aortic valve. It was noted that the patient had severe right heart failure and biomedic arvad was inserted. Both of the ventricles were fully unloaded and the patient was taken back to the ICU. As predicted, the patient had severe coagulopathy and required exploration at the beside to control bleeding from the left femoral site for the insertion of the impella. This was controlled. The following day, the patient began bleeding a fair amount and it was decided to take him back to the operating room and clean him out. It was noted then that both ventricles appeared to be contracting surprisingly well and the patient was then weaned from both the arvad and the lvad. Unfortunately, over the period of several days he remained balloon dependent and his hemodynamics very slow inexorably declined. Eventually the patient was declared do not resuscitate and support was drawn on (B)(6) 2010. He was pronounced dead at that time.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 6 days. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The patient also had other devices implanted; please reference the other medwatch reports filed under patient (B)(6). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.